Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. No symptoms were reported at the time of the incident. The customer did not state how he was treated for the low blood glucose. The customer reported having blood around insertion of the sensor. Troubleshooting was provided and the issue was resolved. The customer did not state if the auto mode feature was activated at the time of the incident. The insulin pump will not return for analysis.